Event description:
Respiratory therapist (rt) received page requesting that rt call patient's daughter as patient was hospitalized due to ventilator malfunction. Nurse called and confirmed with daughter that ventilator is not operable. She stated that the ventilator started alarming around 0100 with a high temperature alarm. Patient and daughter were able to reset the alarm. She stated that around 0400 the ventilator began to alarm and message displayed remove card. Patient tried to reset alarm but constant audible alarm continued. Screen display was red and message was "vent inop". She decided to send patient to the hospital as the ventilator was not working and patient had an unrelated medical issue that needed to be addressed. I arrived at patient's home later that day and exchanged the trilogy 100 ventilator. Rt checked affected ventilator and it still had a constant audible alarm and screen was red and displayed "vent inop". I tagged the affected ventilator and placed unit in warehouse. Female patient that presents to the emergency department (ed) via emergency medical services (ems) for respiratory failure secondary to (2/2) ventilator malfunction. Pt states that she has been "sleepy" and difficult to arouse for 2 days requiring 24 to 48 hours of ventilator dependence. She states she has been more dyspneic and feels as though she was being "suffocated." She awoke at 0200 on the day of admission to her ventilator alarming and not functioning. This was resolved by unplugging it and plugging it back in. When her dyspnea did not resolve, she came to the ER. She also complained of (c/o) of a low grade fever 99.4-99.7 degrees fahrenheit, 5 hours of a cough with tan sputum, and 1-episode of dark red blood running from her right thigh and groin area that occurred when she was bathing.